Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and spinal pain. It was reported that the reason for the call was that the controller was blank/unresponsive/not powering on. The patient stated that they reset the controller and then connected the controller back to the power supply for a while, however the controller still would not power on and they couldn't remember how to get the device to turn on with the buttons. The patient stated that the ins in their back was not turning on. Troubleshooting was unable to be performed as patient was completely blind and unable to perform troubleshooting during the call; patient did not have someone present during the call for assistance; patient will call patient services (pss) back for troubleshooting once they have someone available for assistance. When pss asked the patient for the event date, the patient stated that all they knew was that it was working okay and then covid hit, so the device hadn't been working for over a year or so.

Manufacturer narrative:
Continuation of d10: product ID 97745 product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.